Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with right ventricular (rv) lead displayed a yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Technical services (ts) conducted a thorough review of the data and observed four consecutive days of failed testing. The trend analysis revealed stable thresholds ranging from 0.7 to 0.9 volts (v), which later escalated to 2.9v. The rvat stopped functioning because of a low evoked response (ER), with testing revealing a threshold of 2v. The presenting electrogram (egm) indicated a loss of capture on the rv lead. Ts recommended a comprehensive in-clinic evaluation of the rv lead for the patient. Notably, the r-wave amplitude decreased from a range of 4-7mv to below 3mv. Ts suspects micro-dislodgement as the potential cause. This lead remains in service and no adverse patient effects were reported.